Event description:
The accounts biomed alleged the bed has no functions and the power supply board is corroded.

Manufacturer narrative:
The biomed verified that voltage was going to the power supply board and voltage coming out of the transformer. Repairs have not been completed.